Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. During implant the patient presented with a pericardial effusion and their blood pressure declined. The device was implanted. A pericardiocentesis was performed with 1.5l of fluid drained. The patient was stable post-tapping. A pericardial window was also performed. The patient status was stable.

Manufacturer narrative:
An event of bradycardia prior to implant and pericardial effusion which lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. A pericardiocentesis was performed with 1.5l of fluid drained. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging received appeared to show collage of the implanted amulet device. We can see a pre-implant ice image in the top left. The top right shows a pre-implant angiography on fluoroscopy. The bottom left shows a post-deployment ice image. Lastly, we can see a pre-deployment angiography on fluoroscopy with the amulet in place in the bottom right. The image confirms that the device was implanted but does not confirm or show the effusion.based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial pressure was 10mmhg. Transseptal puncture was mid-mid. 10000 units of heparin were initially administered. The patient went into bradycardia prior to contact with the abbott devices. During implant the patient presented with symptoms of a pericardial effusion and blood pressure declined. The device was implanted. Post-implant it was confirmed with transthoracic echocardiogram (tte). The pericardial effusion led to a cardiac tamponade. A pericardiocentesis was performed with 1.5l of fluid drained. It was determined that a pericardial window was required based on how much fluid was drained. The patient was stable post-tapping. The user believed the effusion was caused by the ice catheter and not the device. The patient status was stable.